Event description:
It was reported that the customer experienced a high blood glucose level of 531 mg/dl. To address the issue, the customer administered a correction bolus via pump and was instructed by technical support to replace supplies as necessary and ensure proper insulin storage, as the insulin vial had been left unrefrigerated for over 72 hours.